Event description:
The report indicated that the customer experienced a high bg (428 mg/dl) within the first three hours of activating a pod. A kink was seen in the cannula, though no pod alarm was initiated. No additional info was provided about the device or the event. The pod will be retuned for eval.